Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh removal on (B)(6) 2012 due to post removal of eroded, infected mesh and severe urinary incontinence.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It has been reported that following insertion the patient experienced recurrent urinary tract infections, frequency and urgency. It was reported that the patient underwent removal of retropubic mesh, removal of vaginal wall erosion with urethral reconstruction, suprapubic exploration of the retropubic space with removal of mesh on (B)(6) 2012 by dr. (B)(6). Due to vaginal wall erosion, suprapubic pain and pelvic pain, post tension-free vaginal tape retropubic sling. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced recurrent urinary tract infections, frequency and urgency. Details: it was reported that the patient underwent removal of retropubic mesh, removal of vaginal wall erosion with urethral reconstruction, suprapubic exploration of the retropubic space with removal of mesh on (B)(6) 2012 by dr. (B)(6). Due to vaginal wall erosion, suprapubic pain and pelvic pain, post tension-free vaginal tape retropubic sling.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 in order to treat menometrorrhagia, pelvic relaxation, symptomatic cystocele, genuine stress incontinence, and anemia concurrently with a cystoscopy, hysteroscopy, urethropexy, anterior colporrhaphy, and dilation and curettage with polypectomy. It was reported that the patient underwent mesh revision/removal on (B)(6) 2012 due to eroded/infected mesh and urinary incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.